Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The single port fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken molded insulator. The broken piece, measuring approximately 9.36mm x 3.22mm in size, was not returned with the instrument. Fa found the secondary failure of dislodged grip tip to be related to the customer reported complaint. The dislodged grip tip, measuring approximately 4.66mm x 15.14mm, was not returned with the instrument. This failure is likely caused by the broken molded insulator. Additional observation not reported by site: the instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. Additional observation not reported by site: the instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip broke and was intact. The instrument was sent to be clean and the broken piece got lost at central processing department. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The surgical task being performed when the issue occurred was grasping. The instrument did not collide with any other instrument or tool during the procedure. There was no report of fragments falling from the device while used within a patient and patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The instrument was returned to isi for evaluation. It is unknown if there are any photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demo: I. Age and unit (years/months/days): ii. Date of birth:(B)(6) 1952 iii. Gender: female IV. Weight and unit (lbs/kgs):231 ibs v. Body mass index (bmi):45.11 kg/m2 vi. Height and unit (cm/inches): 5 feet vii. Ethnicity: non hispanic viii. Race: white no relevant tests, results and the date performed and it is unknown for patient history, including pre-existing medical condition.